Manufacturer narrative:
The actual complaint product was not returned for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Manufacturer narrative:
(B)(4). The position of the thumb valve is fully depressed (down). However, it could be manually pulled into full closed position. The valve was depressed and released. The valve did not return to the full upright position, the sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. And suctioning occurred. The thumb valve was fully depressed and suctioning increased. The thumb valve was manually pulled to the full upright (closed) position and this did stop the suctioning. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. Suction did not occur in the locked position. The device history records were reviewed for the reported lot number m5124t622, and the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported by the respiratory manager that the thumb valve leaked with the catheter. The ventilator alarmed and there was some loss in tidal volume. The therapist felt replacing the catheter was the best instead of preforming the fix. There was no patient injury.